Manufacturer narrative:
Zimvie complaint number (B)(4). . Zimvie received one (1) unknown biomet screw for evaluation.visual evaluation was performed, a fracture has been identified at the threads. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the (unknown biomet screw) is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review , the most likely root cause determined from the investigation was material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified at the threads. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the screw fractured, part of the screw was stuck in the implant at tooth site #19 and it will be removed. Unknown biomet implant remained implanted. No injury to patient as a result of this event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.